Manufacturer narrative:
Parra de camargo, h., machado, v.f., parra, r.s., féres, o., ribeiro da rocha, j.j., regadas, sm.m.m., et al. (2025). Evaluation of clinical aspects of patients undergoing sacral neuromodulation for fecal incontinence: a retrospective multicenter study. Neurogastroenterology. 2026. V. 63:e25154. Doi.org/10.1590/s0004-2803.24612025-154 continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding evaluation of clinical aspects of patients undergoing sacral neuromodulation for fecal incontinence: a retrospective multicenter study. The following medtronic devices were used: interstim ii. Among all patients adverse events / device product performance issues included: 1. There was complication with lead infection in 4 patients.